Event description:
The dialysis catheter was placed by the physician. The dialysis rn reported pin hole leaks in the catheter while in dialysis three and a half hours later. A new temporary catheter was placed by the same physician. The dialysis was delayed due to the catheter exchange.